Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb charging port was damaged/loose and intermittently, the pump battery was not being charged properly causing the pump to shut off. There was no reported impact to customer's blood glucose. Customer declined follow up from tandem technical support.